Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. The customer experienced a blood glucose (bg) level of 93 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.